Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a constant upstream occlusion alarms and would cause constant distraction and interruption to patient care when infusing propofol (dose, programmed amount and delivery rate unknown) in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.